Event description:
Updated information received from hcp stating that one patient was successfully treated for the delayed inflammatory response and the status was resolved.

Manufacturer narrative:
Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that patient was injected with 2 ml¿s of juvéderm ultra plus one ml in each hand. A few months later the patient texted the hcp stating that their right cheek was swollen and there was some swelling in the left marionette area; these events were deemed not device related. The patient also stated that they had dental work two weeks previously which was a three-hour procedure. The patient was prescribed azithromycin 500mg for six days and to review in one week. Hcp reported that there was little change and recorded the following events which happened during a two-month time span. Patient face was swollen, and multiple nodules in cheeks and marionettes as wells as generalized swelling of the face; these events are not device related. Hcp prescribed the patient with prednisolone for 8 days with a tapering dose and was taking keflex prescribed by their gp, two days later there was less swelling and the patient was responding to the steroids. On the next month the patient informed the hcp that the swelling was increasing, and more lumping of product both in marionettes and cheeks (not device related). There was a new prescription for the second round of steroids and to repeat the keflex. There was no change in the size of lumps. The patient experienced a viral illness (not device related) for 5 days and was advised to start azithromycin. In the next few weeks the patient had taken the covid and flu vaccinations. The lumps were reducing and swelling was resolving. The generalized swelling was reduced in the cheeks and marionettes lines. However, on the next month the patient called the hcp stating that they had lumps in their right and left hands. Three lumps in the left and 1 in the right. The hcp prescribed hyaluronidase to the hands and a small amount to the left chin. The face was showing much improvement. Status is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00605 (allergan complaint #(B)(4). This MDR is being submitted for the second suspect product, juvederm ultra plus xc (lot: h30lb10769).